Manufacturer narrative:
The gastrointestinal videoscope was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the air/water cylinder and suction cylinder had no color, the expected insulation capacity could not be obtained due to a cut on the heat shrinking tube of the forceps elevator lever, the sheet holder unit had corrosion due to water leakage, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the bending tube was deformed, and the connecting tube and universal cord had scratches. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus gastrointestinal videoscope was returned as part of the asset return process. Upon inspection and testing of the returned device, it was found that the air/water tube and air/water cylinder had foreign objects. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the observed foreign material in the air/water cylinder and air/water channel could not be identified and a definitive root cause of the issues could not be determined, as there were no observed deformations that might result in the retention of foreign material and no additional facility device reprocessing information reported or available, however, the issues were likely the result of insufficient device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif-1tq160 operation manual chapter 3 preparation and inspection. Gif-1tq160 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.